Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The cuff miss was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the left common femoral artery with a proglide device using the preclose technique. The sutures of two proglide devices were successfully placed in the right common femoral artery (rcfa) access site. The arteriotomy was 6f. Reportedly, a cuff miss occurred in the lcfa. The sutures of two proglide devices were successfully placed prior to the aaa procedure in the lcfa. The sheath was upsized to 18f for the aaa procedure. The aaa procedure was completed and the two successfully placed sutures in the rcfa and lcfa access sites achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.